Manufacturer narrative:
The previous MDR was submitted under manufacturer report number 2028159-2016-01181. New product information indicated the product was associated with a different manufacturer. Any additional information will be provided under manufacturer report number 1644019-2016-00678. (B)(4).

Event description:
The surgeon reported that during at the beginning of a procedure, the valved trocars leaked vitreous and balanced salt solution. There was no known harm to the patient. Additional information has been requested.

Manufacturer narrative:
No sample was returned for evaluation therefore, the condition of the product could not be verified. A video of the leaking trocar was provided and reviewed by the investigation site. It demonstrated a stream of fluid coming out of one of the valved trocars. A device history record review indicated the product was released based on the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigation's discussed. (B)(4).